Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported by paramedics to the emergency room (ER) with a blood glucose (bg) level of 32 mg/dl; cause was not known. Reportedly, the customer was discharged from the ER after 2 hours. At the time of the reported event, customer declined to troubleshoot with tandem technical support (cts) further. Multiple attempts were made by cts to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.